Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There are no other visible defects that could have contributed to the issue observed. A device history review was performed for lot 2011040, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. There were no incidents documented related to any failures with the detection system, therefore we cannot identify why the impacted sample was not discarded. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends h3 other text : see h10.

Event description:
It was reported that syringe 50ml ll piston was in the wrong position. The following information was provided by the initial reporter: piston in wrong position.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll piston was in the wrong position. The following information was provided by the initial reporter: piston in wrong position.